Event description:
Patient apparently presented after calaxo surgery with cystic expansion. Patient then underwent another procedure on (B) (6) 2009, to remove cysts and debride area.

Manufacturer narrative:
Recall initiated august 7, 2007. (B) (4)